Event description:
Customer reported a leak of clear fluid in the bottom of the coulter lh 500 hematology analyzer. The volume of the leak was 20 - 50 ml and the leak was not contained to the unit. The operator was wearing appropriate personal protective equipment of gloves, goggles, and lab coat. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse stated while the customer was running mode to mode reproducibility, the instrument generated a diluent comparison out of range error and the unit was not generating any differential results. The fse found the tubing had worn through at pinch valve 49 (pv49). The fse replaced the tubing to resolve the leak. The fse replaced the bsv (blood sampling valve) actuator to resolve the reproducibility failure and the diluent comparison out of limits error. Alignment of the bsv during replacement addressed the lack of differential results generated by the instrument. Failure modes were identified: the failure mode for the leak was attributed to the tubing worn through at pinch valve 49. The failure mode for the manual mode reproducibility was the bsv actuator not working properly which generated a diluent comparison out of limits error message. The failure mode for the lack of differential results was a misaligned bsv. Upon recur for the failure mode for the bsv, it is likely to cause erroneous results for the cbc (complete blood count) due to a cbc segmentation error. Upon recur of the leak at pinch valve pv49 is likely to cause erroneous results for all parameters due to carryover with manual aspiration. Upon recur of the failure mode for the diluent comparison out of limits error, the instrument does not display results and the instrument stops. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).